Event description:
Cracked display. There was no patient involvement. On (B)(6) 2018 12:18:51 (B)(6). Po for $(B)(6) approved by (B)(4). Shipping & billing address confirmed. 01/26/2018 06:09:09 (B)(4). Physical damage. Customer stated cracked screen was confirmed. Found broken ail sensors on channel b and c, broken nicad battery. The device will be delayed due to no new display module p/n 11307226 from stock per (B)(6). 03/27/2018 08:06:12 (B)(4). Replaced it a new display module. For comparability replaced also a new logic board p/ntc10008147 due to the old logic board p/n tc10005351 per c.o.#(B)(6). 03/27/2018 08:58:04 (B)(4). 1z9791540270391484.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. No identified issues required escalation. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was previously returned for service related to the complaint or service history. A complete quality notification review was not performed because the device was manufactured prior to july 1, 2004 ¿ the implementation date of the erp system. The customer stated that there was no patient involvement. A review of the device history record showed the device had a manufacture date of 19jun2004. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. No identified issues required escalation. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was previously returned for service related to the complaint or service history. A complete quality notification review was not performed because the device was manufactured prior to july 1, 2004 ¿ the implementation date of the erp system. The customer stated that there was no patient involvement. A review of the device history record showed the device had a manufacture date of (B)(6) 2004. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in trackwise which confirmed similar complaints with the same or related failure mode. CAPA reference #: n/a.

Event description:
(B)(4).